Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on may 11, 2023.

Event description:
Per the clinic, the patient experienced pain and subsequently was treated with oral antibiotics (specific date and duration (not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2023 and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 14,2023.